Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets fell off during use in which two events on 25-may-2024 and 29-may-2024 and three events on 05-june-2024. Infusion set has been used for a few hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.